Event description:
It was reported that the asymptomatic patient presented in the ER due to vibratory notification. Upon interrogation, the implantable cardiac defibrillator was in back up vvi mode. Until the scheduled replacement, the device was restored and reprogrammed and the patient stayed in the hospital. Few days later, the device was replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Field experience of device reset was confirmed via hard copy of the backup vvi print-out. The device image was corrupted, so the cause of the reset was undetermined. The device was tested in the laboratory and was functional. The reset was not replicated.